Manufacturer narrative:
Upon receipt at boston scientifics post market laboratory, visual inspection of the faradrive steerable sheath did not reveal any abnormalities. Leak testing was performed, and attempts were made to purge the sheath of air bubbles but was unsuccessful. A leak was observed from the handle of the sheath and no additional testing could be performed. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. When the farawave catheter had just been inserted and the sheath was purged with a syringe, it was observed that the sheath was leaking air. The sheath was replaced, and the procedure was completed. No patient complications were reported. The device was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. When the farawave catheter had just been inserted and the sheath was purged with a syringe, it was observed that the sheath was leaking air. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.